Event description:
It was reported that the patient has passed away on (B)(6) 2021. There were no device or therapy issues reported that contributed to this outcome.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricle assist system (lvas), serial number (B)(4), and the patient's outcome could not be conclusively determined through this evaluation. It was reported that the patient passed away on (B)(6) 2021. There were reportedly no device or therapy issues that contributed to this outcome. An autopsy was not done, and the device will not be returning for evaluation. The customer communicated that no additional information can be provided. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Although no device-related issues were reported, the IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.